Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely due to broken wires from the reported accident. Also, there are several channels which became high over time, before the impact occurrence. It is assumed that this damage was most likely due to electrode mobility. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The bilateral patient has no sound perception on the affected left side. The patient recently suffered an impact to the head. There was bruising visible on her head although not over the implant site. Per internal registration, no implant bed and no channel for electrode lead were drilled. Re-implantation is being pursued but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral patient has no more sound perception on the left side. The patient recently suffered an impact to the head. Further tests are being conducted and reimplantation is discussed.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, the reported impact to the patient's head might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient has no sound perception on the affected left side. The patient recently suffered an impact to the head. There was bruising visible on her head although not over the implant site. Per internal registration, no implant bed and no channel for electrode lead were drilled. The patient was re-implanted.